Event description:
It was reported that during implant attempt, the lead was placed in the atrium but it could not be affixed to the muscle. The physician had difficulty positioning both leads. The leads were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the second lead (B) (4) found no anomalies. The proximal conductor is distorted and there is blood in/on the helix/lobe mechanism. Damaged at implant. No anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.